Manufacturer narrative:
The reported event of loose or intermittent connection and failure to disconnect was not confirmed. The device was received from the field with the ventricular septum partially removed. Visual inspection of the header and connector found some dried blood, which is normal and creates no issue. No contamination or foreign material was found. During the analysis, the setscrews were inserted and removed multiple times with normal force and no anomaly was noted. The device was tested under electrical and mechanical conditions with normal results. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an upgrade procedure, the set screw was unable to be loosened from the device header. The device was explanted and replaced to resolve the event. The patient was stable.